Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
Upon assessment of additional information it was determined this device did not contribute to the reported event and should be voided.

Event description:
Upon assessment of additional information it was determined this device did not contribute to the reported event and should be voided.

Event description:
It was reported patient underwent hip revision surgery approximately 14 months post implantation due to pain, migration, and bone erosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: part # 00771301300 / modular femoral stem/ lot # 60743574 . Part # 00630505636 / liner standard/ lot # 61736832 . Part #00620205622 / shell porous / lot #61515141 . Part #00877503602 / bioloxâ head / lot # 2651989 . Part # 00625006525 / bone scr/ lot # 62069604 . Part # 00625006525 / bone scr/ lot # 62069604.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer m/l taper stem catalog # unknown lot # unknown. Versys femoral head catalog # unknown lot # unknown. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01338, 0001822565 - 2020 - 01337. Product location is unknown.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised approximately fourteen months post-implantation due to unknown reason. Attempt for further information has been made, but no further information has been provided.